Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 2.25 x 16 synergy drug-eluting stent was advanced for treatment. However, during procedure, the proximal edge of the stent got damaged. The procedure was completed with a 2.5x20 synergy stent. No patient serious injury or adverse event were reported.